Event description:
The user reported that during a biliary drainage procedure, the physician experienced difficulty getting the wire through a previously placed stent. The physician stated that the stent had been poorly placed making the procedure more difficult. When the wire was removed from the patient, the physician noticed that the coating material on the end of the wire had sheared off. The physician stated that this would have occurred with any wire since he was having such a difficult time getting the wire through the stent. The physician does not plan to retrieve the coating material. No harm or injury was reported.

Manufacturer narrative:
Device evaluation - the evaluation has not been completed. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation has been completed.